Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high pacing impedances on the left ventricular (lv) lead. The impedances remain greater than 2,000 ohms along with non-capture on the lv lead. The physician chose to reprogram the patient to right ventricular (rv) pace only. This patient will continue to be followed. This product remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicates that this patient underwent a revision procedure due to suspected lv lead fracture. During the procedure the physician explanted both the crt-d and the lv lead. No additional adverse patient effects were reported.